Event description:
Caller is reporting on behalf of her mother who experienced a device malfunction on (B)(6) 2017 at 11:22am. She stated her mother suffered a stroke and needed assistance immediately. Allegedly, the connecting time for the medical alert necklace is 2-3 mins when the help button is activated. After waiting for 2 mins, reporter called 911 for assistance. She stated the philips lifeline had still not connected and it gave a message "help call in progress" and "connecting". Finally, they responded after 4 mins of waiting. She reports the issue with the device has been on going for about 3 months. User has been experiencing long connecting times. She initially thought the issue had to do with the landline and switched to wireless but the problem continued to occur. Reporter reached out to the franchise regarding the issue and wanted the line switched back to the landline but instead she felt lied to by the provider (B)(6). She reports they did not assist her she believes that she was rather abused, threatened and lied to. Reporter believes the device is dangerous due to the long connecting time when there is an emergency that needs immediate response.